Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device's jaws locked down on the cystic duct and would not release. The device had to be cut off the duct to remove it. The customer used another device to complete the case with no patient consequence.